Event description:
A customer reported that a footswitch did not work during a procedure. The procedure was completed. Patient impact is unknown.additional information has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The footswitch was cleaned to address the issue. The system was tested and found to meet product specifications. The system was manufactured on june 8, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).